Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed what looks to be a stryker ts implant in a revision knee. Off label use of a pressfit stem coated in cement.

Manufacturer narrative:
Reported event: an event regarding off label involving unknown implant was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon removed what looks to be a stryker ts implant in a revision knee. Off label use of a pressfit stem coated in cement.